Event description:
Additional information received, identified the patient underwent surgical intervention wherein the scs system was explanted prior to an unrelated procedure. The date for the explant was unknown. Reportedly, the explant was elective. As a result, the patient was implanted with an scs system (B)(6) 2018. Therapy was established post operatively.

Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported surgical intervention may occur at a later date. Reason was unknown.